Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor on (B)(6) 2013, due to sensor failure, patient noticed the sensor wire protruding from his skin at insertion site. Patient removed the wire from his skin. Dexcom requested data download for investigative purposes. At the time of his call to technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.